Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's ins got to 0% charge and turned off. Patient's movement symptom, tremor, returned. Patient was admitted to the hospital because of a not dbs related stomach issue. The patient did not have their rc charger with them and was not able to charge their dbs ins. After a few days the ins went to 0%. The patient's daughter brought the charger to the hospital, the ins was charged and then turned back on once it reached a high enough charge level. The issue was resolved.